Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by mildly cloudy peritoneal dialysis (pd) effluent, a lot of fibrin in the patient's effluent bag (exact amount unspecified), upper epigastric pain and feeling unwell (not further specified). The patient was hospitalized for the peritonitis and another indication. The patient was treated with unspecified antibiotics (drug names, dosages, route, frequency, and duration not reported). At the time of this report, the patient remains unwell and the patient remains under evaluation. No further information was provided regarding the patient's status, outcome or whether dianeal/extraneal therapies were ongoing. No additional information is available.